Manufacturer narrative:
Product analysis: visual inspection carried out revealing 4 kinks. Pins in good condition. Fracture observed on the shaft at 91cm. A slight tear of the fep resulting in the coil being exposed observed. Catheter passed resistance and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a closurefast catheter with an rfg2 generator to carry out a procedure. It was reported that when the physician tried to use the first catheter , the message ¿catheter not recognised¿ appeared on the screen of the generator. The generator was power cycled but the error remained. A second catheter was taken and tried but the same error was seen. The generator was again power cycled but the error persisted. It was reported that the physician deferred to phlebectomy. No patient injury was reported. When the device was returned to the facility it was noted to be damaged.